Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer was admitted to the hospital. Customer advised that he is fighting throwing up and he is in the emergency room. Customer stated that he got no delivery and motor error during basal. Customer is asked to call back when feeling better and is advised we are 24/7.